Event description:
Patient's (pt's) guardian said the new pump (serial: (B)(6); expiration date: not provided) wasn't working like they were used to. No specifics provided. Requesting another new pump be sent. No dose was missed because they still have another pump on hand. No adverse event(s) reported due to product issue. Pharmacy replacing pump. Return material sent for pump associated with event. Devices availability for investigation depends upon return by guardian. No further info.